Event description:
It was reported that the patient has had problems with his cochlear implant since 2004. At that time testing showed that the device was functioning. In 2007, the cochlear implant stopped working totally. Testing in may and june confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.